Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but information from the field indicated there were no electrical anomalies caused by this event and the patient was stable.

Event description:
During an unrelated procedure, the right ventricular lead was noted to have an insulation abrasion. An anatomical obstruction prevented the replacement of the lead. There were no electrical anomalies noted so the lead remains implanted and active. The patient is stable and will be monitored.